Manufacturer narrative:
We have not received the complaint device for investigation since the device was discarded by the user. Hence, we could not conclusively determine the root cause of the incident. The surgeon did not test the shunt before the procedure. It could not be confirmed if there was any leakage from the shunt causing the balloon deflation. There was a minor blood loss as a result of the incident. Based on our investigation, it is possible that the shunt came in contact with a sharp object ( scissor, clamp, etc ) during the procedure which could have damaged the shunt deflating the common carotid balloon. Our manufacturing team conducts 100% inspection on each device and test them for balloon functionality. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as a result of this incident. The surgeon used another shunt to occlude the artery.

Event description:
During carotid endarterectomy (cea), the common carotid balloon deflated and slipped out of the common carotid artery. There was no harm to the patient as a result of this malfunction. The surgeon used another shunt for the procedure.